Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email damage on the insulin pump and keypad anomaly. Customer advised their blood glucose level was around 200 mg/dl. Customer advised they feel their high blood glucose sometimes along with aches and pains. Customer is not sure if these are symptoms from arthritis or diabetes. Customer advised they are missing a leg from a car crash not diabetes related. Customer advised the act button has to be pushed more than one time to work. Customer advised there are scratches on the display screen as well. Customer declined to speak to the 24 hour helpline.